Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve and the issue remains. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that cardio pulmonary resuscitation is not functioning. No injury reported.